Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient was brought to the hospital with significant pain and the x-rays show that his hip replacement is now broken. Preoperative diagnosis: right hip fracture to a femoral component of a total hip. Postoperative diagnosis: metallosis of the hip with fractured femoral component. Procedure performed: revision total hip with revision of acetabular component to mdm stryker component with an oxinium femoral head and a smith and nephew redaptive stem.